Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had stopped using the ipg and had not charged the ipg in years. Surgical intervention was taken to replace the ipg. Reportedly post-operatively the patient had good coverage.